Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a crack in a bd syringe 10ml luer-lok¿ tip was found during use on an ECMO pump. This caused the pump to suck in air and the circuit had to be emergently stopped and replaced during the middle of treatment.

Manufacturer narrative:
Results - one loose 10ml assembled syringe was received by bd (B)(4) from an unknown batch # (p/n 302995). The sample was visually evaluated. A crack was observed in the barrel wall. The crack is located to the side of the printed scale and extends lengthwise along the barrel from approximately the 8 ml to the 1 ml relative markings. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion - an absolute root cause for this incident cannot be determined.